Manufacturer narrative:
The ae assessor spoke with the vgo user via a language relay service for hearing impaired persons. Pre-vgo patient was prescribed novolog 10 units at breakfast, 15 units at lunch and 10 units at dinner. Vgo user was unable to identify if the insulin was 70/30 or u-100 insulin. Pre-vgo bg was not known. The vgo user was not able to provide his prescribed bolus clicks on the vgo device. He was still very upset with experiencing hypoglycemia on the vgo 20 and was not able to recall the prescribed bolus dosing. Vgo user did not monitor the vgo viewing window. He used vgo on abdomen. The vgo user states both he and his spouse are deaf; his spouse woke up because he was moving a lot, sweaty and clammy. Patient wife quickly took his bg and it was less than 30 according to the bg meter. He was "not thinking clearly", the spouse helped the vgo user treat the hypoglycemia with oral carbohydrates, she removed the vgo device and the vgo user recovered "quick". They tried the vgo the next day and again the vgo user had hypoglycemia, bg in the 30s while sleeping. Spouse removed the vgo and helped the vgo user treat the hypoglycemia with oral carbohydrates and reports recovery was quick. The vgo user was upset that the hcp office had not returned multiple calls to discuss the hypoglycemia. Patient wife and vgo user decided to have patient stop vgo use and return to insulin injections for bg mgmt.

Event description:
Patient reported through a sign language interrupter a report of hypoglycemia on or about (B)(6) 2020 at 2am. Patient had been using v-go 20 device for about 3 weeks and had experienced low blood glucose readings in the 20's at night. The patient normal range is usually 110-130. On the date referenced patient was woken from sleep by wife who noticed he was sweating and clammy. Oral glucose and orange juice was administered and recovery was prompt. Patient also removed v-go device at this time and switched to backup insulin plan. Patient was trained by nurse/cde, and reports repeatedly attempting to reach health care provider who prescribed v-go to report the hypoglycemia with no response from the health care provider office.